Event description:
It was reported that the vns patient passed away. The physician's office did not have any additional relevant information. The online obituary listed the date of death. The funeral home confirmed the date of death, but would not provide any additional relevant information regarding the death or the disposition of the device. The state vital records will only release death certificates to immediate family members; therefore, the cause of death cannot be obtained. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
.